Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error (se) 2240 alarm. The report was not confirmed due to lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted (B)(4) to report a system error (se) 2240 alarm that occurred on the homechoice unit during dwell 4 of 5. The hp stated the supplies appeared to be fine and there were no disconnected lines. The baxter technical service representative (tsr) assisted the hp to cycle power to clear the alarm. The tsr explained se 2240 indicates a large amount of air has entered setup. The hp confirmed he would notify his nurse of the alarm and finish therapy with a manual exchange. The tsr reviewed proper procedures with the hp. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report will be treated as an allegation against the cassette; however, since the product code is unknown, there will not be a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The actual product sample was discarded. Should additional information become available, a follow up MDR will be sent.